Manufacturer narrative:
Post market vigilance (pmv) received one device. Visual inspection of the instrument noted no abnormalities. Visual inspection of the single use loading unit noted that it displayed full complement of staples. Upon unloading the loading unit from the device, it was noted there was a piece of the sulu next to knife blade that was detached. Additional information if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. Visual examination of the sulu noted that it displayed a full complement of staples. It was noted there was a piece of the sulu next to knife blade that was detached. Functional testing was precluded due to the condition of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Damage observed on the loading unit near the knife blade area can be replicated during an improper loading process. If the dlu is loaded improperly by being set over the tab instead of inside the cartridge slot for the secure tab and then forced roughly in place, it would suffer damage. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not fire. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.